Manufacturer narrative:
The calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 2 patient samples on a cobas e 411 analyzer (rack system). Patient 1: the initial result was 1438 pmol/l. The repeated results were 1864 pmol/l, 2111 pmol/l, and 1625 pmol/l. Patient 2: the initial result was 791.7 pmol/l. The repeated results were 1259 pmol/l, 853.2 pmol/l, and 821.3 pmol/l.